Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error while powering up. The error was unable to be cleared. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer had a long slow boot and eventually displayed a system error. Analysis also found the usb (universal serial bus) drive port functioned one time allowing programmer logs to be pulled; after this no usb drives were able to be seen at any port. Hard drive was reimaged and software reloaded to resolve these issues. It is noted keyboard screw was missing.